Event description:
It was reported that the device longevity was only two years and seven months without any therapies. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary (B)(4) - we did receive performance data collected from the device and have analyzed the data. The battery voltage indicated battery depletion/elective replacement indicator. The save to disk on (B)(6) 2012, indicated the device recommended replacement time less than or equal to 2.6251 volts. The weekly battery voltage trend data shows minimum battery voltage equal to 2.626 to 2.593 volts between (B)(6) 2012. There was one patient alert for low battery voltage on (B)(6) 2012. (B)(4) - the device was returned and analyzed. The device met 80% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.